Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a spinal cord stimulator (scs) lead replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: (B)(6) product family: sc-4318: upn: m365sc43180 model: sc-4318 batch: 27690424.